Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one loose 3ml syringe was received and evaluated. It was observed there was a black foreign matter fragment inside the barrel, outside the fluid path. The fragment appeared to be a piece of the stopper and was larger than level 3 in size, which was rejectable per product specification. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. Root cause description: potential root cause for the foreign matter defect is associated with the stopper supplier. It is likely there was excess material on the stopper and became detached during assembly. Rationale: batch # is required to make corrective actions determination. No corrective actions are necessary at this time.

Event description:
It was reported that a piece of the rubber stopper was found in the body of the unspecified bd¿ syringe before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I will also be putting a second syringe that was found to have a sliver of the rubber stopper in the body of the syringe prior to medication delivery."